Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, it was noted that there was a loss of capture to the left ventricular (lv) lead. The lv lead was reprogrammed to resolve the event. The patient was stable with no consequences.